Event description:
Patient reported having a seizure which caused her to have a bad fall. The patient believed that the fall may have caused damaged to their device as they started to experience painful stimulation. The patient went to have their device checked and then it was reported that the patient was admitted into the hospital. The patient's device was checked and determined to be working fine. No other relevant information has been received to date.